Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the personality module surgeon console (pmsc) board for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci¿assisted partial nephrectomy procedure, as the surgeon sat at the surgeon side console (ssc), he noticed the right eye was yellow and pixelated. The customer had attempted to power cycle the system but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to verify the vision was normal on the vision cart monitor. The customer was then instructed to remove the instruments and perform an emergency power off but once again the issue persisted. At that time, the surgeon made the decision to abort the procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and confirmed that the site had the ports placed and the system was ready to go when the right eye issue was identified. The procedure was aborted. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the personality module surgeon console (pmsc) board. The pmsc is a module that consists of 5 interface boards.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module surgeon console (pmsc) board involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure. This pmsc was installed into a pca system and tested. The system start up was good, system test passed, performed with no errors. Video on both sides of the surgeon console was good. No trouble found.